Event description:
Literature was reviewed regarding a comparison of radiographic and clinical outcomes of anterior lumbar interbody fusion performed with either a cellular bone allograft containing multipotent adult progenitor cells or recombinant human bone morphogenetic protein-2. The following medtronic device was used: recombinant human bone morphogenetic protein 2 (rh-bmp 2 - infuse) list adverse events or complications: 1. (B)(4) patients that underwent a fusion in the rhbmp-2 group experienced a retroperitoneal hematoma. 2. (B)(4) patients in the map3 allograft group experienced postoperative radiculitis. 3. (B)(4) patients experienced an epidural hematoma one patient from each group. 4. (B)(4) patients experienced posterior infection and drainage. 5. (B)(4) patient experienced partial right foot drop. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Article citation including web address/literature reference (doi): doi 10.1186/s13018-017-0618-8 a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3a,3b. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.2. Patient had partial right foot drop. B.3. Please note that this date is based off of the year of publication of the article as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. D.4. Product identifiers are unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.